Event description:
Additional information received indicated that previously capped atrial lead was explanted. The patient was recovering.

Event description:
It was reported that the right atrial (ra) lead over sensed noise, causing automatic mode switches. The ra lead was capped on (B)(6) 2025 and it was replaced. Patient was stable before, during, and after this procedure.